Event description:
It was reported that the ventilator generated a communication error. During inspection it was noted that printed circuit board (pcb) was contaminated with liquid. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a communication error at startup. During inspection on-site, the field service engineer found that liquid traces/corrosion on the expiratory channel connector printed circuit board (pcb) caused the problem. A new connector pcb was ordered and later installed by the customer. No further issues have been reported. Pictures from the service occasion were provided, but no faulty part was returned or device logs received. Received pictures shows liquid traces/deposits/corrosion on the expiratory channel connector pcb and inside the ventilator. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to ventilator malfunction. The conclusion is that the reported problem was caused by deposits/corrosion on the expiratory channel connector pcb, likely caused by liquid spill. There is no information on how the liquid entered the ventilator or what kind of liquid spill it was.